Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the heavily calcified left common femoral artery using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. Initial flushing of the marker lumen with saline prior to use was successful. Reportedly, bleed back from the marker lumen of the prostyle device was not observed and resistance was felt during advancement of the device into the anatomy. Device retrieval was attempted; however, the device became stuck even though the foot was not deployed. A surgical cutdown was performed to retrieve the device. No vessel damage was noted and the device was removed as a single unit, no device separation noted. The sheath was upsized to greater than 8.5f sheath and the aaa procedure was completed. Hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty to insert and entrapment could not be replicated in a testing environment as it was based on operational circumstances. The blocked marker lumen was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.